Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was exhibiting loss of capture and had dislodged. A revision procedure took place and it was partially abandoned. A new pace/sense rv lead was successfully implanted. However, the lead remains in service for defibrillation. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.